Manufacturer narrative:
Based on the available information, the customer requested a replacement for the faulty cable m3508a. In response, philips dispatched a pads adapter cable to the customer's location. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable was faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.